Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and it was discovered that the rotor and bearings were stuck in the motor assembly. If the rotor and bearings do not rotate freely, heat will be generated due to excessive friction among mating components. The motor assembly, bearings and rotor assembly were replaced, and the drill was returned to the user facility.

Event description:
It was reported by the user facility that the drill heated up. It is unknown if there was any patient involvement or adverse consequences associated with this event. The user facility was unable to provide any additional information.